Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803.

Event description:
Patient reported that their teeth are breaking/chipping due to the aligner.